Event description:
Customer reported that an ICU pt, with congestive heart failure and hypercalemia was brought to the in-patient dialysis unit for a two hour dialysis treatment. The pt appeared anxious prior to dialysis, so the physician gave the pt haldol (dose adminstered not provided). The dialysis treatment was started with a pre-rinsed dialyzer, when the pt vomitted. The treatment was terminated. This pt was given 500cc of saline after vomitting. Pt's blood pressure went down to 74. The pt experienced cardiac arrest and expired.